Event description:
(B)(6) customer received blood glucose readings of 0.6 and 0.8mmol/l on the contour next. The readings were marked as control tests, which would not be displayed as blood results when accessing the meter memory. No adverse event was alleged. Only the meter information was provided. It was requested the test strips be returned for evaluation.

Manufacturer narrative:
In some countries outside the us is not provided due to privacy laws.